Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, completed pump reset with guidance, and cgm error did not occur again after reset.